Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to high pacing threshold measurements. The ra lead helix was able to be retracted, but when it was tried to redeploy the helix would not extend. The ra lead was extracted and a small tissue plug was visible in the helix. The right atrial (ra) lead was replaced without issue. No adverse patient effects were reported.